Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2010 and (B)(6) 2016. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia thereby underwent laparoscopic repair with the implant of bard flat mesh (device 1). Per op notes, "the unknown mesh was plastered in the inguinal floor lateral to the cord had to be taken down as it was densely adherent to the peritoneum. An infraumbilical incision was made; a bard flat mesh (device 1) was placed into the preperitoneal space." (B)(6) 2010 - patient was diagnosed with large right inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device 2 and 3). Per op notes, "a large indirect hernia sac identified. Two perfix plugs (device 2 and 3) were placed together and were sutured to the edge's of the cooper's ligament." (Note: the previously placed bard flat mesh (device 1) was not seen during this procedure). (B)(6) 2010 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair with the implant of synthetic mesh. Per op notes, "incision was made in the left groin, a large direct hernia was identified. The hernia sac was mobilized from the surrounding cord structures and reduced into the preperitoneal space; dissection was difficult due to scar tissue and prior mesh. Then a synthetic mesh was placed." (B)(6) 2016 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 4). Per op notes, "patient had right scrotal pain as well as a left inguinal bulge. A left inguinal incision was made, a medium sized perfix plug (device 4) was placed to the pubic tubercle using sutures." (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent repair. Per op notes, "incision to the previous surgical scar, an unknown plug was placed to the pubic tubercle."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15 january 2016) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 4). Additional supplemental emdr was submitted to represent the bard flat mesh (device 1), perfix plug (device 2) note: section a through f. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the perfix plug (device #1) should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol perfix plugs on (B)(6) 2010 and (B)(6) 2016. As reported the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.